Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had been switching off or to stop mode during the night. The patient's mother does not know whether or not the device provided any error or alert message before switching off. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced.